Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was a delay in medication showing up in the station after the verification of orders. A technical support specialist dialed into the server and reviewed the station synchronization information, confirmed that the error status was false with a value of 0, checked the database synchronization logs and ran a query to verify the received active directory (adt) messages, where a delay was observed. The tss cross checked the order referenced by the customer and confirmed that the delay aligned with the same time period then contacted the customer and explained that the issue occurred only during that specific timeframe, after which the processing returned to normal. The customer confirmed that no further issues were reported and agreed to continue monitoring. Upon follow up, the customer stated that orders were no longer experiencing delays when synchronizing to the station. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, there was a long delay in medications showing up after verification of orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.